Manufacturer narrative:
This report is to update a typographical error in the initial report.

Event description:
It was reported to nevro that the patient experienced post-procedural pain at the lead incision site following the trial procedure. The device was removed and the patient recovered without sequelae.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced post-procedural pain at the lead incision site following the trial procedure. The device was removed and the patient recovered without sequelae.